Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 - device available - corrected from yes to no. Additional information: h3 - device evaluated by manufacturer - indicated "no" and that the device was not returned to the manufacturer. H6 - investigation codes were added for: investigation type; findings; and conclusion. Summary of the complaint investigation is noted below. The product was not returned to the manufacturer, and the serial number was not provided. No findings are available due to insufficient information. The cause was not established. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Date of even is unknown. The iol was implanted at the other clinic. (Otsuki eye clinic, already closed.) The iol was partially dislocated from the ccc. Device dislodged or dislocated; luxation (partial or full) of the iol. A haptic of the iol was detached. This event seemed to have occurred not only due to haptic detachment but also incomplete ccc. The iol was replaced with another iol. Patient impact: post-operative explantation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product complaint investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Date of even is unknown. The iol was implanted at the other clinic. (Otsuki eye clinic, already closed.) The iol was partially dislocated from the ccc. Device dislodged or dislocated; luxation (partial or full) of the iol a haptic of the iol was detached. This event seemed to have occurred not only due to haptic detachment but also incomplete ccc. The iol was replaced with another iol. Patient impact: post-operative explantation.